Event description:
Used trojan fire and ice condom. My husband purchased the product. Within 5 minutes, my genitals were burning very painfully and I had to go and wash. It continued to burn through the night and into the next morning. I felt very swollen and sore through the next day. There was no product ingredients listed or a warning that the product would cause burning and pain. Reason for use: to prevent sexual disease.